Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s first dbs implant was replaced because someone felt that the system placement was not correct and didn¿t have good tremor control. It was also noticed on x-ray that a portion of one of the patient's old extensions was left implanted under the scalp and was inquiring about MRI compatibility.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the placement issue was the original lead placement several years ago was not optimal. The reason the extension fragment was left in the patient was that the surgeon was explanting the old extension and cut it to detach, they accidentally left some behind. That part was removed on (B)(6) 2019. The older products would be discarded and not returned. The patient¿s tremors had resolved.